Manufacturer narrative:
During a visual inspection, the insulin pump was observed to have a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners. An alarm occurred due to a software error as well.

Event description:
It was reported that the insulin pump had cracks near the battery compartment. The reporter declined to provide the blood glucose reading. Advised return of the insulin pump for analysis. Nothing further reported.